Manufacturer narrative:
Film evaluation: review of cta¿s from 9 days post-implant confirmed that a single valiant stent graft was implanted from just caudal of the lsa, across the arch and into the descending thoracic aorta. The proximal stent graft od measured approximately 23mm and the distal stent graft od was 23mm. Contrast was seen outside the stent graft approximately 3cm distal from the proximal fabric margin, near the 2nd covered stent; along the medial side near the transection location. The type of endoleak could not be determined; this may be a proximal type I, but cannot rule out a type ii or type iii fabric. The stent graft was patent and no other issues were seen. Review of cta¿s from 1 month post-implant confirmed that the proximal stent graft od measured approximately 23mm and the distal stent graft od was 24mm. Contrast was again seen outside the stent graft, larger in amount from the earlier study, extending from just distal to the proximal fabric margin, along medial and anterior side of the 1st thru 4th covered stent. The type of endoleak could not be determined; this may be a proximal type I, but cannot rule out a type ii or type iii fabric. The stent graft was patent and no other issues were seen. Images from an angiogram study revealed that the valiant stent graft was positioned from just caudal of the lsa, across the arch and into the descending thoracic aorta. No clear endoleak was seen during angiogram injections. However, on one of the final angiogram images a possible endoleak or backfilling vessel was seen on the inner curvature near covered spring #1. The stent graft was patent and no other issues were observed on the films. The endoleak type and cause could not be determined from the images provided. This may be a proximal type I, type ii or type iii fabric endoleak.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic transection due to motor vehicle accident. A follow up CT scan was done for another reason one week post index procedure revealed that contrast was seen in the transection sac. After further evaluation of the films it was determined it was a type 2 endoleak coming from intercostal arteries. The physician scheduled another CT scan on two weeks later. The CT scan showed n endoleak of unknown origin and the sac has grown 1cm from prior the CT scan. An angiogram was performed to identify the type of endoleak. Five angiogram injections were done and 4 showed no endoleak. The last run showed an endoleak on the 10th frame and the physician decided it was a type 2 endoleak. It was reported that the patient was transferred to another physician who reviewed the films and saw the patient at that time. After reviewing the films with several physicians they think it is a type I endoleak. The patient received an intervention where the stent graft was explanted. After the explant was complete the patient was extubated and doing well. The physician was unable to determine any problems with the stent graft; however, the physician was still leaning towards the cause being related to a type ia endoleak. No additional clinical sequelae were reported and the patient is fine.